Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, a false negative result was obtained. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog # 445870, s/n (B)(6) : the customer reported the instrument was reporting a false negative result. Troubleshooting steps with the customer determined the instrument was not in error. The root cause of this complaint was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported, however, there were other prs opened for the mgit tubes related to this case - 9774400, 9774407 and 9905315. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, a false negative result was obtained. No patient impact reported.